Event description:
It was reported that the bur was warped and got caught up in the bur guard before it had any contact with the pt. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this MDR was returned for eval. It was visually confirmed that the bur was bent. Measurements carried out on the bur indicated that the run out feature was outside specification. Routine inspection testing confirmed abnormal rotation of the bur. The root cause for the issue is undetermined.